Event description:
It was reported that on (B)(6) 2012 the patient presented with the pre op diagnoses of degenerative instability, discogenic pain, disc herniations, and lumbar radiculopathy l3-4, l5-s1. The patient underwent the following procedures: minimally invasive exposure of lumbar spine using right lateral retroperitoneal approach at l3-4 with intraoperative nerve stimulation monitoring; lumbar discectomy, peek interbody fusion cage, bone morphogenic protein, bone graft l3-4; anterior lumbar retroperitoneal exposure l5-s1, lumbar discectomy, decompression of dura with fusion using independent peek cage, anterior plate and screw fixation, bone morphogenic protein, bone graft l5-s1; bilateral percutaneous pedicle screw fixation using longitude l3-4, s1 with posterolateral fusion using osseous struts bone graft l3, l4 and s1. Per the op notes, at l3-4 level, a large peek globus cage, placed from right side across the left side contacting the apophyseal ring bilaterally. Very good position was confirmed. The cage was tightened and secured. Rhbmp-2/acs and osseous struts bone graft was in the middle of the cage for the bone fusion. No patient complications were noted. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.